Manufacturer narrative:
E1: initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a control-a-flo extension set leaked during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device, a video, and photograph were received for evaluation. The photograph and video of the sample were reviewed, and it was noted that there was a leak from the y connector. The actual device was visually inspected, and it was noted that there was a hole in the y connector. A functional leak test was performed, and it was noted that there was a leak from the y connector. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.